Manufacturer narrative:
This report is being submitted as follow up no. 1. This reported event has been deemed not reportable based upon additional information received. The device involved in this complaint has been confirmed to not be the initially reported angio-seal device, it was confirmed to be the perclose closure device.

Manufacturer narrative:
Expiration date - unknown due to unknown product code and lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacturer date - unknown due to unknown product code and lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
Terumo medical received a user facility medwatch report # (B)(4). The event description states: "patient was s/p successful tavr when md started todeploy perclose to right femoral artery for closure of 14fr sheath access. The perclose failed; there was significant bleeding. Manual pressure was held while md placed endoprosthetic stent to the right femoral artery emergentl y. The patient was transferred to cvicu in stable condition"